Event description:
A patient reports undergoing bilateral refractive surgery three months ago with implantation of the crystalens hd lenses. Postoperatively, the patient reports experiencing difficulties focusing, astigmatism, difficulties with night driving, and sensitivity to light. Symptoms are described as severe in nature. In addition, the patient reports needing glasses for distance & near vision. The patient's preoperative information is unknown at this time, however, the patient was counseled preoperatively of the possible need for lasik correction to address his astigmatism. Additional information has been requested from the physician. Reference MDR# 2031924-2009-00013.

Manufacturer narrative:
The device history records were reviewed, and there were no discrepancies or unusual findings.